Event description:
It was reported to philips that the system did not startup. The system was in a boot loop. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was continually booting. Analysis of the log file confirmed that the system has software issue. During troubleshooting, the fse identified that the problem was due to the software. The fse reloaded the software to suite pc and restored backup. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.